Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. However to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
A decrease in the hearing performance of the device was reported. No history of trauma or accident was reported. No swelling or redness was seen around the implant site. No other medical problems reported. The external parts have been checked and are working properly.

Event description:
A decrease in the hearing performance of the device was reported. No history of trauma or accident was reported. No swelling or redness was seen around the implant site. No other medical problems reported. The external parts have been checked and are working properly.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
The user has a decrease in the hearing performance of the device. The user has been re-implanted.